Event description:
It was reported that after the catheter was indwelled in the pts' lumbar spine and the pt was moved to the hospital ward, the md found the catheter was cut. As a result, the catheter was removed and replaced without difficulty. It is not known how long the catheter was indwelled and there was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.